Manufacturer narrative:
Additional information: d10, g4, h3, h6 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The handle was attached to a representative clamshell and adapter and fired successfully. An analysis of the system logs showed no indication of any handle issues that would have caused or contributed to the reported condition. The power to battery was never interrupted. There were no empty log files. Handle was successfully fired in last log in field. The back handle housing was removed for further investigation. There was damage to the pin flex cable on the ground pins where it connects to the motor board. Additional analysis of the system logs indicated several instances of fpga (field programmable gate array) reprogram/reset failure. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected two unreported conditions of a damaged pin cable and fpga reset/reprogram failures in the logs. The ground trace on pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Improvements have been initiated to mitigate this condition. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. Corrective actions have been implemented to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter when the device was being applied in the lung during a video-assisted thoracoscopic surgery (vats), the device turned off. Another handle was used resolve the issue. There was no patient injury.